Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a reset occurred on the implantable pulse generator (ipg). An interrogation to clear the reset is planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.